Event description:
A patient¿s incisions site for their evoke spinal cord stimulation (scs) system did not heal appropriately and became infected. The patient was seen by an infectious disease physician. The patient¿s scs system was explanted.